Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. An external abrasion which breached the outer insulation and exposed the outer coil was found at 34.0 cm to 34.5 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.